Manufacturer narrative:
The device was not returned to stryker sustainability solutions for evaluation. The user facility reported the device was discarded. As the device was not returned for evaluation, inspection was unable to be performed. A review of the DHR supports that the device met all inspection and test criteria prior to release from stryker. The reported event could be attributed to: - user attempts to cut staples or clips. - user attempts to cut non-soft tissue. - user attempts to cut excessive amount of tissue. The instructions for use (IFU) state: - if cutting of staples or clips is attempted, damage to the instrument may occur. The reported event will continue to be monitored through post-market surveillance. Should the device become available for return, the investigation will be reopened.

Event description:
It was reported during a laparoscopic cholecystectomy, the curved laparoscopic scissors did not cut the tissue as expected. The surgeon felt that the device was not sharpened to standard. The device was replaced to complete the procedure successfully. There was no patient injury, medical intervention, or extended procedure time reported. There was no unexpected bleeding reported. These are commonly used devices that are readily available.